Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 9 months. A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists infection as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was seen in clinic on (B)(6) 2018 and reported pain and redness to the percutaneous lead (driveline) site. There was not enough drainage present to obtain a culture. The patient was started on doxycycline and ciprofloxacin. The patient was seen by the infectious disease specialist on (B)(6) 2018 and it was recommended to continue antibiotics for a driveline infection. The patient reported to clinic on (B)(6) 2018 for a follow up visit and antibiotics were stopped. The driveline appeared to be improved with no signs of infection. No additional information was provided.